Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an x-ray was taken and it was noted that the right atrial (ra) lead had been dislodged. A follow up will be performed and the values will be checked again at this time. No change were made. No adverse patient effects were reported. Additional information noted that the device was reprogrammed, and no further changes were made.